Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right side when seated in the wheelchair is bent and left side screws are broken.